Event description:
The customer reported that the device failed to charge on the autotest and during an operational check. There was no report of adverse patient impact.

Manufacturer narrative:
(B)(4).